Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09july2019. Technical support advised to check voltage of the battery. Provided parts identification for the battery to the customer. Battery was replaced by customer. The unit was repaired and unit is in service. The reported problem was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports error code 343 bad battery. The device was not being used for treatment when the reported event occurred.